Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead was explanted due to existence of noise. The patient condition is stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned. Visual inspection of the lead found an internal insulation abrasion at 6.0 ¿ 6.7 cm from distal tip, beaching the ring electrode cable lumen with cable coating of both ring electrode cables found to be abraded beneath the right ventricular shock coil. The cause of noise was due to internal insulation abrasion beneath the right ventricular shock coil..